Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous glucose results for 1 patient tested on accu-chek inform ii meter with serial number (B)(4). The patient was initially tested on the left hand at 11:45 a.m. And the result from the meter was 25.1 mmol/l. The patient was tested on the right hand at 11:52 a.m. And the result from the meter was 12.6 mmol/l. No adverse event occurred. The patient was monitored and no treatment was necessary. Quality controls were run on the meter and the results were acceptable. The patient was tested again at 2:32 p.m. On a different inform ii meter and the result was 12.1 mmol/l. Linearity tests were performed on inform ii meter with serial number (B)(4) using the same test strips and the results were within the acceptable range. The test strips were requested for investigation.

Manufacturer narrative:
A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. The customer has not returned any product. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.